Event description:
A male pt contacted lifecor customer support to report that the battery charger is not charging the battery packs. He stated that neither battery would yield any lights on the charger. The power brick of the charger had a green light. Support replaced the pt's battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.